Event description:
It was reported that asystole and hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. Prior to the transseptal puncture the patient went into asystole. The patient required chest compression and medications to be administered for a short period of time. Once the patient's rhythm returned to normal, the procedure was continued. The closure device was successfully implanted in the laa of the patient. When the physician withdrew the was into the right atrium the patient's blood pressure dropped. The patient received chest compressions and medication in response to this. A right to left shunt was noted and when the patient's blood pressure stabilized the shunt was then left to right. The patient was stable but was still experiencing atrial fibrillation. The physician made the decision to cardiovert the patient. The cardioversion was successfully performed, and the closure device was assessed via transesophageal echocardiogram (tee) with the device remaining in the same position. The patient was sent to the intensive care unit for overnight observation and to continue taking medication. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.